Event description:
(B)(4) study. It was reported that post a coronary artery stenting treatment procedure, death occurred. In (B)(6) 2011, the patient was diagnosed with stable angina and cardiac catheterization was recommended. The target lesion was located in the mid right coronary artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.00 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient developed aspiration pneumonia and presented with respiratory failure. Cardiac enzymes were found to be elevated and a myocardial infarction was diagnosed. The patient was on aspirin but was not on the study drug during the event. Seven days later, the patient presented with acute exacerbation of chronic obstructive pulmonary disease (copd) and was treated with medication. The patient was on a ventilator and tracheostomy was performed. The patient developed thrombocytopenia and liver failure. Twenty days later, life support was withdrawn and the patient declared dead due to aspiration pneumonia with underlying cause of death due to cirrhosis, liver failure and thrombocytopenia.

Event description:
It was further reported that the patient presented with stable angina, and stress test results were positive for ischemia. Cardiac catheterization was recommended. In (B)(6) 2012, a chest x-ray revealed stable mild-moderate cardiomegaly and mild right-sided pleural thickening / scar with possible small pleural effusion. The next day, the patient was transferred to the ICU and intubated. The patient was diagnosed with acute hypoxemic hypercarbic respiratory failure. A ECG revealed t-wave inversions in the inferior leads. A chest x-ray revealed cardiomegaly. The patient was transfused with 2 units of platelet on each day due to drop in the blood count.

Manufacturer narrative:
Describe event, relevant tests updated. (B)(4).

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).